Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed for system over temperature.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) alarmed for system over temperature. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6 (health effect - clinical code, health effect - impact codes, type of investigation, investigation findings, componenet codes and investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and no logs associated with overtemp alarm are logged during an overtemp event. Ran unit on with trainer and balloon at high-rate bpm while monitoring scroll compressor temp. Temp remained low during testing. Unable to reproduce issue. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Returned to customer.